Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation it is likely that the image is abnormal/turned green due to a component failure in the r-unit (charged coupled device). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had an abnormal image. The issue was identified during pre-use inspection. There were no reports of patient involvement.